Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis and erosion. It was reported that the patient previously fell and the tissue around the device pocket was damaged. Over the course of a few months, the damaged tissue resulted in an opening over the device and became infected. There were no additional adverse effects reported. The pacemaker was explanted and then used externally for temporary pacing. Subsequently, the pacemaker was removed from service when a new system was implanted.